Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) did not start up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the machine would not turn on or display upon start up. To fix the issue, the fse replaced the power supply assembly and the solenoid driver pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- e1- (initial reporter, site country, event site email), h6 (type of investigation, investigation finding, investigation conclusions).